Event description:
The customer reported that the jaws would no longer open while on pt tissue. The surgeon had to use forceps to get the device off the tissue. There was no bleeding or patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.